Manufacturer narrative:
Evaluation summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the cam broken. The device was cycled and ejected the remaining clips due to the cam condition. An investigation has been initiated to determine the cause of this issue. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that the device was not stapling and then broke completely. The customer used another like device to complete the case with no pt consequence. The device is available for return.